Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which did not happen after the reset.